Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.